Event description:
The facility reported an over-infusion of magnesium sulfate occurred via a flo-gard pump on a female pt admitted in the obstetrics unit for labor and delivery. An initial 4gm bolus of magnesium sulfate was given over 20 minutes followed by 2g/hour (50cc/hour) of a 40g/500 cc bag. After the initial bolus of the magnesium sulfate, the continuous infusion was started at 6:24am. At 6:30am, pitocin was piggybacked at 2 milliunits/unit. At 7:25am, the nurse discontinued the magnesium sulfate when she noticed the bag was empty and the pump was alarming "air in line". Reportedly, twenty-four grams of magnesium sulfate over the course of 1 hour was administered. The pt seemed lethargic and was given a 10% solution of calcium gluconate as intervention. The magnesium level (initial reading after the discovery of the over-infusion) was 7.4 (normal range being 1.7-2.8). The pt's vitals before the over-infusion were as follows: bp - 156/82, 149/104 with irregular contractions and after over-infusion: bp - 141/69. The pump was swapped out, picked up by the biomedical dept, and a new pump was started and worked properly. The pt became increasing responsive after the over-infusion and intervention of the calcium gluconate solution. The mother delivered vaginally. The facility reported a nurse programmed the pump and it is the facility policy to double check programming by a second nurse. The tubing was loaded properly and the loading instructions were visible on the pump door. The blue inset slide clamp was also inserted properly. The fetal heart rate before the over-infusion was in the normal range of 130 and after the over-infusion, 135. There was concern for the baby after the over-infusion as the heart rate was not accelerating/decelerating as normal activity. The baby's heart rate "flattened" around the approximately 130 mark. The baby was diagnosed with hypoglycemia. Intravenous fluids were administered and the fetus stabilized. The mother and baby recovered and were discharged a couple days later. This complaint is for the incident involving the baby and there is another medwatch filed for the mother.

Manufacturer narrative:
The device was returned to the facility biomedical dept and evaluated. The reported issue was not confirmed or duplicated. The device was sent to the baxter product analysis lab (pal) and the following eval results were provided: event history/data log review: the last infusion settings retrieved from the memory were as follows: pump # 1 - primary rate = 0 ml/hr, primary volume to be infused = 0 ml, secondary rate = 0 ml/hr. Pump # 2 - primary rate = 50 ml/hr, primary volume to be infused = 192 ml, volume infused = 358 mi. The alarm log was downloaded and reviewed. No major failure was found. Testing summary: the pump passed power on self-test on ac. Pump # 2 at the customer's rate of 50 ml/hr, in primary mode and the pump delivered: +3.17% pump # 2 passed all accuracy test with spec. Pump # 1 and 2 door hinges were found broken. The pump passed the keypad test. The reported condition was not confirmed or duplicated during service.